Manufacturer narrative:
A ge service representative performed an on site investigation. The freeze failure could not be duplicated, but the cine run numbering issue was duplicated. Replaced the cine bridge pcb and hard drive. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system is not numbering cine runs correctly and freezes when scanning between them. There was no report of patient injury.